Manufacturer narrative:
(B)(4) was used to capture the surgery to replace the lead.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) patient experienced a syncopal episode with seizure type activity. The device was interrogated and there were no stored episodes that correlated to the syncopal event. It was determined that the right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. The patient experienced greater than two seconds of asystole. The rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed. The crt-p was explanted and replaced due to normal battery depletion (nbd), and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.